Event description:
Swab was used to collect a nasopharyngeal specimen. As swab was removed, it was noted that the tip end of the swab remained in pt's nose. Pt described a discomfort of something being initially stuck in nose and later said that she believed it had been swallowed. At no point did pt appear to be in acute distress or discomfort beyond that associated with a blocked nasal passageway. The swab tip could not be seen in the nose or throat; it was not retrieved.